Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device was firing scissored clips from first firing. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that 5 clips were formed scissored. However, the lockout was noted to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feedbar was noted damaged causing the feeder shoe did not advance into lockout region. No conclusion could be reached as to what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.